Event description:
An adverse sakin reaction was reported. Following use of skin prep-protective barrier wipes and universal adhesive remover wipes, skin reaction, suspected to be eczema occured. Following epicutaneous testing this was determined to be contact allergic dermatitis.